Event description:
It was reported that the user required replacement insets after pulling the infusion set out of the applicator while unwinding the tubing, resulting in an incorrectly deployed infusion set; replacements were provided via standard shipping. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the device component involved was the infusion set, with the medical device problem categorized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.